Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had deflated during a case. Follow up indicated there was no spontaneous deflation, just leaking cuff. There was no harm and no delays. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review for the unknown cuff was unable to be performed as a lot number was not provided for the reported event. A complaint history review could not be performed as the item number was not identified with this complaint. On february 22, 2019, it was reported that the unit had deflated during a case. There was no spontaneous deflation, just a leaking cuff. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.